Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed due to an over pressure condition (error code 41) reference failure while in use on a patient. This device was removed from the patient and the patient was placed on another bipap focus device. There was no patient harm reported. Patient information has been requested.

Manufacturer narrative:
Philips' field service engineer was unable to replicate the reported problem. No problems were observed during testing. Advised customer to return system to clinical use. Visual inspection shows no obvious errors, unit calibrated correctly and full verification passed. No parts were returned for failure investigation and root cause analysis. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Patient data was requested and not provided.

Manufacturer narrative:
Visual inspection of the focus blower assembly and focus flow valve assembly revealed no evidence of damage or contamination. During debugging the flow valve assemblies found a break between the black wires inside the insulation wire refer to photo attached. The black wire was solder together and the heat shrink tube was installed over the wire. The root cause was determined to be the focus flow valve broken black wire created the error code 41.

Manufacturer narrative:
Visual inspection of the focus blower assembly and focus flow valve assembly revealed no evidence of damage or contamination. During debugging the flow valve assemblies found a break between the black wires inside the insulation wire . The black wire was soldered together and the heat shrink tube was installed over the wire. The root cause was determined to be the focus flow valve broken black wire created the error code 41.